Event description:
Hillrom received a report from a hillrom technician stating the delayed call light alerts for patient specific alerts there was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the wave alarm notification was not upgraded for some new rooms. The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients¿ statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as "the wave clinical platform is intended to supplement and not replace any part of the hospital's device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms" the hrc technician arranged to get the rooms upgraded for the customer to resolve the issue. Although there was no injury associated with this event, if the reported issue were to recur it could lead to injury or death. Therefore hillrom is reporting this complaint.